Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
It was reported: on (B)(6) 2019, hansson pinloc surgery was performed. 10 days after the surgery, a secondary fracture at hip was found. The revision was performed on (B)(6) 2019. In the revision surgery, gamma3 long nail was used. But a comminuted fracture was occurred at the trochanter, the procedure was changed to gmrs.